Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the emergency room with complaint of dizziness. There was no output and no pacing from the device. The device was at elective replacement indicator. The device was explanted and replaced. No further patient complications were reported as a result of this event.